Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 8mm amplatzer septal occluder was selected for implant on (B)(6)2023 using a 7f amplatzer trevisio intravascular delivery system. During implant the left atrial disc of the device took on a cobra head shape. The device was removed from the patient and replaced with a new 8mm amplatzer septal occluder. The device was not released from the delivery system prior to removal from the patient. There were no interactions with cardiac structures nor were there any angulations or kinks noted in the delivery system. There were no clinically significant delays in the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the instructions for use, the recommended size delivery system for use with a 8 mm amplatzer septal occluder is an 6f. A 7f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.